Manufacturer narrative:
The cord was not returned for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, the operator's techniques and user handling cannot be ruled out as contributory factors to the reported event. The instruction manual warns users examine this cord prior to use. Do not use if damage is found. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged.

Event description:
The company representative reported that while the customer was using the c650-129a active cord during a procedure, it became hot and fell apart. It was towards the end of the cord that got "very hot.¿ the doctor was performing a diagnostic procedure (flexible cystoscopy with biopsy) in his office. The cord was not inspected prior to use. The cord was plugged into a bovie aaron 1250 generator. The settings used are unknown. The procedure was completed.